Event description:
It was reported that a patient returned to the emergency room with acute ischemia 3 days after an angioplasty of a stent used for recanalization of the knee. Diagnosis: stent thrombosis with double fracture. Patient received femoro-popliteal bypass.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device 510(k) k060487, currently distributed in the u.s. The stent remains implanted, therefore, no sample evaluation could be done. The event is under investigation.